Event description:
It was reported that stent damage post deployment occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The target lesion was predilated with a 2.5mm non compliant balloon and the diagonal branch was wired with a non-boston scientific (bsc) wire to prevent plaque progression. A 32 x 2.75 promus elite drug-eluting stent was advanced without resistance and implanted, jailing the non bsc wire. When the jailed wire was pulled out, the stent got elongated and became a thin straight line. The stent was crushed to prevent from any further damage and another stent deployed to complete the procedure. No patient complications were reported.